Manufacturer narrative:
The chair has been requested for investigation but has not yet arrived. A follow up report will be submitted once more information is available.

Event description:
Wheelchair user lifted front tires up. Then the tires came back down and impacted the ground, which caused a breakage on the frame of the device near one of the front wheels. As a result the customer was injured. Extent of injury is unknown.